Event description:
Customer reported that she had high blood sugars. Customer stated that her insulin pump is squirting insulin out during the manual prime, due to the drive support cap was loose/protruding in her insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime tests due to protruded/loose drive support disk. No prime alarm noted. The insulin pump had a missing end cap sticker.